Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the he did a self test on the insulin pump and it did not vibrate. Customer blood glucose was unknown. Troubleshooting for vibrate anomaly was performed. The vibrate feature was on and the battery was not low. Customer was advised to discontinue use of the device and revert to back up plan. Customer called back to inquire about replacement device and stated he woke up with a blood glucose of 57mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator wire. The insulin pump passed the displacement, prime, compromised force sensor and excessive no delivery test. The insulin pump was received with cracked case at display window corner, reservoir tube lip, and minor scratched display window.